Manufacturer narrative:
Corrected information h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported under infusion, which was reproduced during evaluation. A review of the event history log identified under infusion. The cause was determined to be a downstream sensor out of specification calibration. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an under infusion during delivery at the chemotherapy infusion unit. The nurse was infusing medications via the patient¿s port with no carriers used. The pump was infusing a 500 ml bag of epoetin at 333ml/hour, this medication was primed in the pharmacy with "d5w". The epoetin was connected at the y-site near the patient¿s intravenous site and running concurrently. The pump was set up per recommendations for proper head height. The nurse stated that the pump showed that the epoetin finished and infused 500 ml however there was approximately ¿a few hundred left in the bag.¿. There was no known patient injury or medical intervention associated with this event. No additional information is available.